Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when passing through the y-valve on a 6f non-cordis guiding catheter, the stent of a 5mm x 15mm 142 cm palmaz blue on aviator plus was unloaded as it was being advanced with a non-cordis .014 guidewire within the non-cordis guiding catheter. After unloading, the stent remained inside of the non-cordis guiding catheter and was able to be removed by withdrawing the catheter from the patient. As a result, a new palmaz blue stent of an unknown size was used to compete the procedure. There was no reported injury to the patient. This was during a procedure to treat an 80% stenosed vertebral artery lesion. The lesion had severe calcification but showed no signs of vessel tortuosity. The lesion was not within an acute angle or at a bifurcation, and it was not a chronic total occlusion (cto). The device was prepped per the instructions for use (IFU) and there was no difficulty prepping the device. The stent was properly mounted onto the delivery system when inspected prior to use, and it was not manipulated during preparation. There was no damage to the non-cordis guidewire that was used during this procedure. Prior to inserting the sds, the balloon was not partially inflated. Negative pressure was not applied to the sds, and the inflation device was in the neutral position when advancing the sds. The delivery system was able to be removed easily from the patient and remained in one piece during its removal. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: when passing through the y-valve on a 6f non-cordis guiding catheter, the stent of a 5mm x 15mm 142 cm palmaz blue on aviator plus was unloaded as it was being advanced with a non-cordis .014 guidewire within the non-cordis guiding catheter. After unloading, the stent remained inside of the non-cordis guiding catheter and was able to be removed by withdrawing the catheter from the patient. As a result, a new palmaz blue stent of an unknown size was used to compete the procedure. There was no reported injury to the patient. This was during a procedure to treat an 80% stenosed vertebral artery lesion. The lesion had severe calcification but showed no signs of vessel tortuosity. The lesion was not within an acute angle or at a bifurcation, and it was not a chronic total occlusion (cto). The device was prepped per the instructions for use (IFU) and there was no difficulty prepping the device. The stent was properly mounted onto the delivery system when inspected prior to use, and it was not manipulated during preparation. There was no damage to the non-cordis guidewire that was used during this procedure. Prior to inserting the sds, the balloon was not partially inflated. Negative pressure was not applied to the sds, and the inflation device was in the neutral position when advancing the sds. The delivery system was able to be removed easily from the patient and remained in one piece during its removal. The product was returned for analysis. One non-sterile unit of a blue/aviator/plus 5x15mm/142p pk stent delivery system was received for analysis inside a plastic bag. Neither the palmaz blue stent nor the concomitant mentioned 6f non-cordis guiding catheter and the non-cordis .014 guidewire were returned for evaluation. Per visual analysis, the balloon profile seemed as though it had been previously inflated. Also, the balloon of the unit exhibited characteristic stent marks left by the stent indicating the stent was, at a certain time, properly mounted on the balloon as expected. Neither stretched conditions on the body of the unit nor any other anomaly was observed. A product history record (phr) review of lot 82239722 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-dislodged - within guiding catheter/sheath¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by the balloon profile seemed to have been previously inflated and the balloon of the unit exhibited characteristic stent marks left by the stent indicating the stent was, at a certain time, properly mounted on the slalom balloon as expected. According to the instructions for use, which are not intended as a mitigation of risk, ¿inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. F. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. G. Attach a three-way stopcock to the catheter¿s inflation port. H. Purge the air from a partially filled syringe and connect the syringe to the stopcock. I. Open the stopcock and induce negative pressure. J. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. K. While maintaining the negative pressure, close the stopcock to the inflation port. L. Remove the syringe. M. To ensure all air is removed from the balloon and inflation lumen, repeat steps h-l. N. Prepare an inflation device with diluted contrast medium. O. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. P. Open the stopcock to the catheter; the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter. Caution: always use a cordis csi or cordis gc for the implant procedure to protect the puncture site and to avoid dislodging the stent from the balloon. Backload the stent system onto the guidewire. The delivery system has a rapid exchange design. During backloading, the guidewire will exit the stent system at the guidewire exit port. Advance the tip of the stent system to the hemostasis device of the guiding catheter. B. Open the hemostasis valve as wide as possible and carefully advance the stent system over the guidewire until the balloon section of the stent system is completely introduced into the guiding catheter. Look for and confirm back flow over the balloon. Adjust the hemostasis valve to maintain a snug seal. C. Advance the stent system until the guidewire exit port has passed the hemostasis valve. Again, adjust the hemostasis valve to maintain a snug seal. Continue to advance the stent system over the guidewire to the end of the guiding catheter, while maintaining guidewire position across the lesion. Caution: when there is a tight fit between the balloon section of the stent system and the guiding catheter, a failure to maintain a snug seal of the hemostasis valve over the stent system during stent system insertion and advancement, could result in air introduction and air entrainment. Note: in case a long csi is used instead of a gc, use the csi size recommended on the label; insert the stainless-steel introducer tube included in the packaging through the hemostasis valve of the csi. This tube facilitates introduction of the stent/balloon assembly into the csi and prevents the hemostasis valve from potentially damaging or stripping the stent from the balloon. Remove the introducer tube when the stent/balloon assembly has completely passed the valve (i.e., has advanced to the body of the csi). 6. Stent deployment a. Keeping the gc immobile, observe fluoroscopically as the stent system is advanced through the gc over the guidewire to the target lesion. Carefully cross the lesion with the stent. Caution: if strong resistance is met during advancement or withdrawal of the stent system, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, secure the stent system to the gc; then remove the gc and stent system as a single unit.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.